Manufacturer narrative:
Follow-up #1: date of submission 01/26/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2016 with the following findings: a review of the pump black box data showed evidence of discharged batteries being installed in the pump. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. Current draws measured within specifications. The pump case was removed and a cold solder connection was found on the transceiver board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.